Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product code: hsb. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in argentina as follows: it was reported on unknown date that the latch of the cephalic block had to be revisited because it was broken, it never exercised the lock. The surgeon who performed the surgery indicated that the upper latch did not block when the perforated tfna helical blade was embedded in the tfna femoral nail. There is no further information. This report is for one (1) tfna helical blade perf l90 tan. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: the lot number was reported as unknown on the initial report; and has been updated accordingly. Investigation summary : both a photo and the actual device were received for evaluation. Visual analysis of the photo revealed that the tfna helical blade perf l90 tan was stuck with mating device tfna fem nail ø10 r 130° l235 timo15. No other issue was found. Visual analysis of the returned sample revealed that there was no damage or defects with the tfna helical blade perf l90 tan. A dimensional inspection was performed for the tfna helical blade perf l90 tan was unable to be performed due to no defect found. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the tfna helical blade perf l90 tan was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : lot # 175p768 provided is not a valid number, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited.